Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that transmitter failed error occurred. Date of event is an approximation. On (B)(6) 2024 , the patient experienced an issue with the transmitter battery. The patient experienced diabetic ketoacidosis. There were no additional details provided related to the patient´s condition, treatment, or medical intervention. No other details were documented. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.